Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The physician implanted a taxus express2 drug eluting stent, unknown size, to an unknown vessel, approximately two years ago. A few hours post stent implantation, the patient experienced a rash. The physician ruled out plavix and aspirin as a cause of the rash. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.